Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the faulty resistor, and tested the faulty rectifier bridge. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would blow the resistor upon start up. No pt injury was reported.